Manufacturer narrative:
B3-date of event is estimated.

Event description:
It was reported that patient experienced an infection at the ipg site. Surgery intervention may take place to address the issue.

Manufacturer narrative:
A patient had an infection was reported to abbott. As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.